Manufacturer narrative:
The customer¿s report that the tubing separated from the drip chamber was confirmed. During visual inspection, it was noted that the vinyl tubing was separated from the smartsite inlet port near the male luer. No functional testing was performed due to tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional testing was performed and the tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue of no solvent having been applied at the junction of the vinyl tubing during the manufacturing process.

Manufacturer narrative:
The customer¿s report that the set "broke" (separated) from the y-site was confirmed. Visual inspection under a microscope noted that both sides of the vinyl tubing had no solvent applied at the engagement during manufacturing process. There were no other anomalies observed.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a primary tubing set that was infusing rituximab and broke at the y-site closest to the patient. There was no patient harm reported or medical intervention required.